Event description:
IV was inserted into the patient's arm. Once the IV was placed and the guidewire was retracted, the needle did not come out with the guidewire. The needle remained in the IV tubing. The rn recognized the problem and removed the IV set.

Manufacturer narrative:
The sample has been received for analysis and is currently under investigation. A supplemental report will be summitted upon completion of the investigation.